Manufacturer narrative:
Of the reported four malfunctions, lot number were provided for all four malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for all four malfunctions. For two malfunctions the investigation is confirmed for the reported tilt and perforation and for another two malfunctions it is confirmed for perforation and inconclusive for tilt. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. Lot #: (gfxb3206).

Event description:
This report summarizes four malfunctions. A review of the reported information indicates that model md800j vena cava filter allegedly experienced tilt and perforation. These information's were received from a various sources. All four malfunctions involved patient with no patient consequences. Of the four patients, one was female and three were male, all four patients age ranged between 46-69 years and two patients weights were (B)(6) lbs. All other patient details were not provided.